Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. There was no trouble found with the device and no parts were replaced. The device passed all testing and was returned to service. We are unable to determine the cause of the reported symptom.

Event description:
The customer reported that the defibrillator did not shock with paddles during a pt event. There was no report of negative pt impact.